Event description:
It was reported that there is a position gap on the heat-sealing of the device sterile package tyvek cover.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The instrument tyvek was visually inspected. It was noted that the left tyvek seal could be out of specification. The seal margin was measured and it was within specifications. The integrity of the seal was not compromised by the seal margin gap of the package.